Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated their complete spinal cord stimulator (scs) was removed as where it was implanted it was hitting a sciatic nerve. The patient stated that she had the implant for less than a year. No further complications were reported. No additional patient symptoms were reported.